Manufacturer narrative:
(B)(4). Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011. The complaint was classified based on additional information obtained during the follow-up call. The patient reported that the subject meter began to read inaccurately high 2 to 3 weeks prior to contacting lfs. The patient informed the mss that he normally obtains blood glucose readings in the "90 - 110 mg/dl" range; however, began to test in the "150 mg/dl" range for several weeks. The patient does not take any medications to manage his diabetes. A couple of days after the alleged inaccuracy began; the patient claimed he began to feel shaky and weak. At the onset of the symptom, he reportedly tested his blood glucose with the subject meter and obtained a result which he felt was high compared to his feelings (result not recalled). The patient reported treating self with something "sweet" in response to the symptoms. The patient claimed at a later date he discovered that the subject meter was set to the incorrect code number. At the time of troubleshooting, the csr assisted the patient with changing the code number on the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.